Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low leak co2 rebreathing risk" error message. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "low leak co2 rebreathing risk" error message. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6).

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the key market (km) reported that the serial number (sn) was listed as sn:100115795. Device evaluation and repair are pending, and this investigation is still ongoing. H11: d4 - serial # & h4 - manufacture date updated to reflect the correct sn.